Manufacturer narrative:
(B)(4). The device was received for evaluation. Leak testing, clear passage testing, and clamp function testing were performed with no issues observed. The inner diameter of the patient adapter was measured and found to be within specification. Visual and microscopic inspection revealed that the patient adapter was damaged. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash solution transfer set did not connect well with the titanium adapter. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.